Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. Product ID: neu_ unknown_cath, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable infusion pump. The patient's pertinent medical history was not available at the time of this report. The patient's concomitant medications included (B)(6). It was reported the patient had several issues with the pump not activating or delivering medications. About 15 months after it was implanted, the catheter failed. It took three months for the doctor to agree it was not working. Five months later the catheter was replaced but it was stated the device manufacturer refused to replace the pump. Three months after the second surgery there was no reduction in the pain level. Finally, the doctor did a scan and determined the second catheter was blocked and would not allow the transfer of medication. Therefore, a third surgery was needed. No further information was provided. Patient identification, device information, cause of the issues, the drug being delivered via the device and medical history was not provided. Should additional information be received, a follow-up report will be sent.